Event description:
The caller reported that the customer had to change the insulin pump's battery frequently. The act button on the insulin pump would stick. The customer experienced high blood glucose levels. His actual blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.